Manufacturer narrative:
Complaint conclusion: the balloon of a 10x40mm powerflex pro percutaneous transluminal angioplasty (pta) ruptured at four atmospheres (4 atm). It was replaced with another powerflex pro to complete the procedure. There was no patient injury. The patient¿s information was unknown. The target lesion was the common iliac artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was 100 % (cto). A femoral approach was made with a sheath introducer (7f) and a guide wire crossed the lesion, it is unknown if there was difficulty crossing the lesion. A non-cordis 7x40mm balloon catheter inflated in the lesion, but it was not suffice. So, the 10x40mm powerflex pro was opened. There was no difficulty removing the product from the hoop or removing the balloon cover/stylet. There were no kinks or damages noted to the device prior to use. The device was prepped normally with no anomalies noted during prep. The contrast media, contrast ratio, and brand indeflation device were unknown. It is unknown if there was resistance/friction as the device was inserted into the patient; or if there was difficulty experienced as the device was advanced to and across the lesion. After it was inflated in the lesion, it ruptured at 4 atm. It was unknown if the catheter was ever in an acute bend or kink during use. It is unknown if the balloon initially inflated normally before rupture. It is unknown if the balloon catheter was removed easily from the patient; however, it was removed intact (in one piece). It was replaced with a new 10x40mm powerflex pro and inflated. Then, a 12x60mm smart stent was implanted, then the balloon catheter inflated as a post-dilatation. The procedure finished successfully. There was no reported patient injury. The product was clinically used. The device was not returned for analysis. A device history record (DHR) review of lot 17001273 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of 100% stenosis (chronic total occlusion) may have contributed to the reported event. As provided in the instructions for use (IFU), ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Concomitant devices: chevalier floppy guidewire, fmd) and 7x40mm balloon nse, goodman. The device will not be returned for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 10x40mm powerflex pro percutaneous transluminal angioplasty (pta) ruptured at four atmospheres (4 atm). It was replaced with another powerflex pro to complete the procedure. There was no patient injury. The device will not be returned for analysis. The patient¿s information was unknown. The target lesion was the common iliac artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was 100 % (cto). A femoral approach was made with a sheath introducer (7f) and a guide wire crossed the lesion, it is unknown if there was difficulty crossing the lesion. A non-cordis 7x40mm balloon catheter inflated in the lesion, but it was not suffice. So, the 10x40mm powerflex pro was opened. There was no difficulty removing the product from the hoop or removing the balloon cover/stylet. There were no kinks or damages noted to the device prior to use. The device was prepped normally with no anomalies noted during prep. The contrast media, contrast ratio, and brand indeflation device were unknown. It is unknown if there was resistance/friction as the device was inserted into the patient; or if there was difficulty experienced as the device was advanced to and across the lesion. After it was inflated in the lesion, it ruptured at 4 atm. It was unknown if the catheter was ever in an acute bend or kink during use. It is unknown if the balloon initially inflated normally before rupture. It is unknown if the balloon catheter was removed easily from the patient; however, it was removed intact (in one piece). It was replaced with a new 10x40mm powerflex pro and inflated. Then, a 12x60mm smart stent was implanted, then the balloon catheter inflated as a post-dilatation. The procedure finished successfully. There was no reported patient injury. The product was clinically used.